Event description:
As reported, a significant amount of peg of a mynx control venous vascular closure device (vcd) was observed remaining on the device upon removal. A z-stitch was placed but not secured prior to inserting the mynx control device. There was active bleeding at the site. The z-stitch was secured, and manual pressure was applied for several minutes. Despite this, the 11 fr access site continued to bleed. A second z-stitch was placed, and additional manual pressure was held. Hemostasis was eventually achieved, but the patient experienced a coughing episode that triggered further bleeding. After several more minutes, bleeding subsided. The device was deployed by a trained and certified user following all steps outlined in the instructions for use (IFU). The device was used following a pulsed field ablation (pfa) procedure using a non-cordis system. The physician performed an ultrasound guided access and a skin nick to assist in placing a large unknown sheath. The unknown sheath was then downsized to an 11f non-cordis sheath for closure. The access was completed in a single attempt. The right side had an unknown 11 fr (downsized) sheath, an unknown 10f sheath, and the left had an unknown 7f sheath. All access sites other than the large-bore were closed without issue. The patient is larger in size and has notably loose skin. No protamine was administered. A femstop was placed in post-anesthesia care unit (pacu) to support continued hemostasis. A z-stitch used to act as a failsafe. It is something the physician started doing to insure closure of large access site. The sealant was deployed at access site, some deployed at the site other portion remains on the device. The sealant did not appear to be dislodged from the veinotomy. The sealant seemed to stick to the device. Button # 1 and button # 2 were both fully depressed and the balloon was fully deflated. No resistance was noted during use of the device. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of pvd or calcium was observed in the vicinity of the puncture site. The device was stored and deployed according to the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a significant amount of polyethylene (peg) of a mynx control venous (mcv) vascular closure device (vcd) was observed remaining on the device upon removal. A z-stitch was placed but not secured prior to inserting the mcv vcd. There was active bleeding at the site. The z-stitch was secured, and manual pressure was applied for several minutes. Despite this, the 11 fr access site continued to bleed. A second z-stitch was placed, and additional manual pressure was held. Hemostasis was eventually achieved, but the patient experienced a coughing episode that triggered further bleeding. After several more minutes, bleeding subsided. The device was deployed by a trained and certified user following all steps outlined in the instructions for use (IFU). The device was used following a pulsed field ablation (pfa) procedure using a non-cordis system. The physician performed an ultrasound-guided access and a skin nick to assist in placing a large unknown sheath. The unknown sheath was then downsized to an 11f non-cordis sheath for closure. The access was completed in a single attempt. The right side had an unknown 11 fr (downsized) sheath, an unknown 10f sheath, and the left had an unknown 7f sheath. All access sites other than the large-bore were closed without issue. The patient is larger in size and has notably loose skin. No protamine was administered. A femstop was placed in post-anesthesia care unit (pacu) to support continued hemostasis. A z-stitch used to act as a failsafe. It is something the physician started doing to ensure closure of large access site. The sealant was deployed at access site, some deployed at the site, other portion remains on the device. The sealant did not appear to be dislodged from the venotomy. The sealant seemed to stick to the device. Button #1 and button #2 were both fully depressed and the balloon was fully deflated. No resistance was noted during use of the device. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium observed in the vicinity of the puncture site. The device was stored and deployed according to the IFU. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was partially open, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were observed during the visual inspection. A simulated deployment test could not be performed, as the unit was received in a fully deployed state and the sealant was not available for evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, access site/patient factors (patient is larger in size and has notably loose skin), and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Per the mynx control venous IFU, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.